Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device #: (B)(4) was received with the needle release button in the unlock (step 1 of 2) position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient's wife reported that the needle button released on it's own on three v-go 30 devices. The most recent one happening this morning. Patient's wife stated that when patient got up this morning the needle button was already released.